Event description:
A depuy mitek sale rep reported a biointrafix screw broke after it was inserted about halfway. The screw and sheath had to be left in the patient.the operation was extended at least 45 minutes. There was no adverse effects to patient reported.